Manufacturer narrative:
(B)(4). This is a report of use error in which the connections were not properly secured, and there was reuse of single use supplies. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy. Also, it provides step-by-step instructions for properly connecting the patient line to the transfer set. The guide instructs the user not to attempt to reuse the disposable set more than once. It indicates that the disposable set must be discarded after each use. It warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line on the cassette had disconnected from the transfer set. It was stated that the patient line was loose due to not tightening the connection. The patient stated they reconnected the patient line and continued with therapy. There was no patient injury or medical intervention reported. No additional information is available.